Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28jan2020.

Event description:
The customer reported a post timer/24v failure. There was no patient involvement. The manufacturer's international service technician evaluated the device and could not confirm the reported problem. The service technician did not replace any parts since no problem was found. The ventilator was calibrated successfully and passed all required testing.